Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with (dlk) diffuse lamellar keratitis (dlk) grade 2 on the left (os) eye. Medrol, an oral steroid was prescribed. The topical steroid dosage was increased and a flap lift and rinse was performed. The patient's chief complaint was hazy on the left (os) side of vision. Patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms were not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/25 -3.50 x -2.50 x 15, left eye pre-op 20/20 -1.00 x -1.75 x 173.